Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the post-paced t-wave oversensing was first noted during an in clinic follow up on (B)(6) 2021. Programming changes were made on 17 jun 2021. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator experiencing post-paced t-wave oversensing. No intervention was reported. The patient was stable throughout.